Event description:
New information received indicated that the lead was extracted and replaced. The patient was stable following the procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported there was high lead impedance when the patient presented for a scheduled generator changeout for eos. Fluoroscopy confirmed the lead had externalized conductors. The patient will continue to be monitored normally.